Event description:
Recently purchased sterilization containers from aesculap. Filters are inside the containers. Shortly after implementation, there were approx 3 surgical site infections. Investigation identified that the instruments created holes in the filters that were not detected initially. Salesperson denied that investigation of the filters was required once the container was opened following sterilization. New staff member who worked at another hosp and familiar with this product alerted the staff that the filters needed to be checked for holes before use as was their instruction from a different salesperson.